Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual inspection of the returned sample revealed the device was cracked, therefore the complaint condition can be confirmed, additionally the device was found broken. The broken fragment was returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Femoral and rp tibial impactor cracked during impaction of definitive cementless implant. No debris made and no pt consequences. Part of the consignment tray. Tray number/ serial number unknown. Decontaminated and ready for collection now from orthotech. No delay in case time and no other action needed as task was completed successfully. Urent replacement for high volume hospital please.